Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 57 mm in length and extended from a position 10mm proximal of the proximal markerband to 8mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. A2 - age at time of event: 18 years or older. E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that balloon ruptured occurred. The stenosed target lesion was in an arteriovenous fistula that was poorly functioning with a minimum diameter of 1.8 mm and a resistance index of 0.7 located in the left upper limb vessel. A 7.0 x40, 40cm gladiator elite was advanced over the guidewire for dilatation. However, during the inflation at 17 atmospheres, the balloon burst. The procedure was completed with another of same device and the stenosis was relieved. No patient complications were reported, and the patient status was stable. It was further reported that the target lesion was 70% stenosed, non-tortuous, and non-calcified.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon ruptured occurred. The stenosed target lesion was in an arteriovenous fistula that was poorly functioning with a minimum diameter of 1.8 mm and a resistance index of 0.7 located in the left upper limb vessel. A 7.0 x40, 40cm gladiator elite was advanced over the guidewire for dilatation. However, during the inflation at 17 atmospheres, the balloon burst. The procedure was completed with another of same device and the stenosis was relieved. No patient complications were reported, and the patient status was stable.